Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to remove clinical code local reaction and replace with anisomastia on the right side and add hypertrophic scar to the left side to more accurately capture the reported event. Also, date of implant has been correctly updated to (B)(6) 2003, under field d6a and date of explant has been correctly updated to (B)(6) 2016, under field d6b on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number (B)(4), d6a and d6b and code correction under section h.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture, and local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast reconstruction surgery with unknown gel implants smooth on both sides and experienced left side breast implant rupture, and bilateral local reaction as redness was noticed in breasts postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3504001bc; serial number (B)(4) on the left side and with catalog number 3503501bc; serial number (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s left-sided device.